Event description:
The customer returned the monitor to the service center for a separate issue. During the device analysis the service technician, indicates that the unit was getting off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: unit is getting off after some time due to faulty printed circuit board.. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.